Event description:
It was reported that the stenoscop system would not initialize. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.